Event description:
During an angioplasty procedure of a calcified lesion located in the femoral artery (side unknown) this balloon burst when inflated with a syringe. The patient was a female. Access to the patient was made in the femoral artery. The physician had no difficulty accessing the lesion with a guidewire, or crossing the lesion with a balloon. After the balloon burst, it was safely removed from the patient, and another optapro balloon was used to successfully complete the procedure. There was no reported injury to the patient. As per the qualrap, no additional information is available.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.